Event description:
The olympus field service engineer reported (on behalf of the customer) that the hd autoclavable camera head had no image coming at the monitor screen once connected to the camera head. The issue occurred during maintenance, and there was no procedure involvement. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to a faulty charged coupled device unit. Additional findings include: water leakage from the cable unit (zoom switches) and focus switches, pins of the charged coupled device being corroded and a cut mark on the cable unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that image is not displayed due to a charge-coupled device (ccd) failure. The cause of the charge-coupled device (ccd) failure could not be determined. Olympus will continue to monitor field performance for this device.